Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2009 (B)(6); 4196 implantable pacing lead 2009 (B)(6); 6935 implantable tachy lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the right atrial lead triggered a lead warning for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.